Event description:
It was reported that a patient underwent a total pelvic floor repair procedure on an unknown date. The patient had been put on premarin for several weeks before the surgery but the surgeon did not think the patient was very compliant. The patient did not show up for her first post-operative visit. At roughly four weeks post-operative, the patient presented complaining of dyspareunia. Her husband also felt the mesh. The erosion was in the cephalad 1/3 of the anterior vaginal wall and was roughly two centimeters in diameter. Despite vaginal premarin, it did not resolve so the surgeon tried to trim the mesh out of the vagina.

Manufacturer narrative:
Date sent to the FDA: 08/03/2009. Mesh exposure, dyspareunia - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted.